Event description:
The patient was undergoing a diagnostic laparoscopy. While preparing to close the case, the surgical tech noticed that the 12mm hasson trocar suture holder was missing from the trocar. The second one broke off while the doctor was removing the suture from around it. There was no injury to the patient. The pieces are about 1cm in diameter and could be lost inside the patient.